Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved an unspecified plum 360 infuser where it was reported that the pumps are powering off in the middle of an infusion to accept drug library updates. There was a patient involvement, no adverse reaction or need for medical intervention and no delay in therapy.

Manufacturer narrative:
The device in question was not returned to the service hub; therefore, a visual inspection and functional testing could not be performed. Review of service and event history: due to the lack of a serial number provided by the customer, a 12-month service history review could not be completed. Additionally, as the customer did not supply any event history, we were unable to conduct a review of the event history/alarm logs. Consequently, we were unable to replicate or confirm the reported complaint.